Event description:
A consumer reported that he has had a decrease in his vision for the past four to five months for this eye following bilateral intraocular lens (iol) implant surgery. The surgeon he is currently seeing has told him that t he sack that holds the lens is cloudy and recommended a yag laser procedure for both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).